Manufacturer narrative:
This complaint was reviewed and determination was made that is not a complaint as the bleeding occurred before sheath or pump insertion.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via left femoral artery in a 80 year old male who was admitted for high risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. During the implant, prior to sheath use, right femoral access was attempted but unsuccessful due to the patient's vessel being too small and torturous. A small hematoma formed at the right groin site. It was decided to use the left femoral artery and cp was successfully implanted. The right femoral hematoma was getting bigger during the procedure and manual pressure was applied. The patient began having difficulty breathing, in which epinephrine and levophed were administered and the patient was intubated. 2 units of blood were administered. The hematoma was reported to be large. The decision was made to stop the high risk percutaneous coronary intervention and transfer the patient to the intensive care unit to see family before withdrawing care. After transfer to the unit, care was withdrawn and the patient expired. Vascular injury and death are known risks associated with impella cp as described in the instructions for use.

Manufacturer narrative:
B5. Additional event description added. D1. Brand name updated.

Event description:
Additional information received reporting "impella support was there after attempt to get access on right groin. I am unsured if they used the dilators at that point. I was told provider was trying to get initial access to take pictures of right groin and then switched over to left groin because vessels were small and hematoma was forming. To my understanding, the peel away sheath nor impella cp were implanted in right groin."